Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted significant dense adhesions and noted that the mesh was knotted, wrinkled and constricted. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. Other procedure was captured in a separate file. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.